Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 28-year-old female patient who had essure (batch no. A33586-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dehydration, acute diarrhea, muscle cramps, hydronephrosis, bladder infection, vomiting, acute gastroenteritis, pregnancy and parity 4. Concurrent conditions included back pain, neck pain, general body pain, congestion nasal, cough, abdominal pain, rectal bleeding, nausea, knee pain and depression. On (B)(6)2013, the patient had essure inserted. On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 21 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removed on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: * discrepancy noted in insertion date- (B)(6)2013. Insertion details- a normal appearing uterus with a thin endometrium. Bilateral placement of the essure devices in the fallopian tubes with 4 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2013: findings: reproductive organs: essure fallopian tube devices bilaterally. Otherwise unremarkable impression: mild biliary ductal prominence. Question of slight gallbladder wall thickening, although this may be due to incomplete distention. Consider right upper quadrant ultrasound depending on the clinical scenario as well as correlation with liver function tests. No other acute process identified. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Pathology test - on (B)(6)2013: specimens: placenta. Diagnosis: placenta (37 weeks gestation): third trimester placenta wlh bivaacular umbilical cord. Focal early acute chorlonitia. Gross description: received in prefer labeled with the patient name and number is a singleton placenta with attached cord and membranes. The trivascular cord is approximately 51 cm long. Hyper coiled, and inserts 2 cm from the periphery of the disc. The membranes insert marginally. No meconium is identified. The trimmed placental disc is 630 g, 23.0 x 17.0 x 2.5 cm. The fatal surface is purptagray, glistening with prominent vasculature. The maternal side is complete with no adherent blood clot. Sectioning reveals purpl &-rad parenchyma with no masses. Lesions, or infarcts. Representative sections are submitted 88 follows: a-b ¿ umbilical cord and membranes; c ¿ central placenta; 0 ¿ peripheral placenta. Lot number reported (a33586) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: sigini change ccc updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 28-year-old female patient who had essure (batch no. A33586-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dehydration, acute diarrhea, muscle cramps, hydronephrosis, bladder infection, vomiting, acute gastroenteritis, pregnancy and parity 4. Concurrent conditions included back pain, neck pain, general body pain, congestion nasal, cough, abdominal pain, rectal bleeding, nausea, knee pain and depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 21 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013. Insertion details- a normal appearing uterus with a thin endometrium. Bilateral placement of the essure devices in the fallopian tubes with 4 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: findings: reproductive organs: essure fallopian tube devices bilaterally. Otherwise unremarkable impression: mild biliary ductal prominence. Question of slight gallbladder wall thickening, although this may be due to incomplete distention. Consider right upper quadrant ultrasound depending on the clinical scenario as well as correlation with liver function tests. No other acute process identified. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2013: specimens: placenta. Diagnosis: placenta (37 weeks gestation): third trimester placenta wlh bivaacular umbilical cord. Focal early acute chorlonitia. Gross description: received in prefer labeled with the patient name and number is a singleton placenta with attached cord and membranes. The trivascular cord is approximately 51 cm long. Hyper coiled, and inserts 2 cm from the periphery of the disc. The membranes insert marginally. No meconium is identified. The trimmed placental disc is 630 g, 23.0 x 17.0 x 2.5 cm. The fatal surface is purptagray, glistening with prominent vasculature. The maternal side is complete with no adherent blood clot. Sectioning reveals purpl &-rad parenchyma with no masses. Lesions, or infarcts. Representative sections are submitted 88 follows: a-b ¿ umbilical cord and membranes; c central placenta; 0 ¿ peripheral placenta. Lot number reported (a33586) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: update of information (batch is not valid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 28-year-old female patient who had essure (batch no. A33586-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dehydration, acute diarrhea, muscle cramps, hydronephrosis, bladder infection, vomiting, acute gastroenteritis, pregnancy and parity 4. Concurrent conditions included back pain, neck pain, general body pain, congestion nasal, cough, abdominal pain, rectal bleeding, nausea, knee pain and depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 21 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: * discrepancy noted in insertion date- (B)(6) 2013. Insertion details- 1. A normal appearing uterus with a thin endometrium. 2. Bilateral placement of the essure devices in the fallopian tubes with 4 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on 18-nov-2013: findings: reproductive organs: essure fallopian tube devices bilaterally. Otherwise unremarkable impression: 1. Mild biliary ductal prominence. Question of slight gallbladder wall thickening, although this may be due to incomplete distention. Consider right upper quadrant ultrasound depending on the clinical scenario as well as correlation with liver function tests. 2. No other acute process identified. Hysterosalpingogram - on 14-oct-2013: total bilateral occlusion. Pathology test - on (B)(6) 2013: specimens: placenta. Diagnosis: placenta (37 weeks gestation): third trimester placenta wlh bivaacular umbilical cord. Focal early acute chorlonitia. Gross description: received in prefer labeled with the patient name and number is a singleton placenta with attached cord and membranes. The trivascular cord is approximately 51 cm long. Hyper coiled, and inserts 2 cm from the periphery of the disc. The membranes insert marginally. No meconium is identified. The trimmed placental disc is 630 g, 23.0 x 17.0 x 2.5 cm. The fatal surface is purptagray, glistening with prominent vasculature. The maternal side is complete with no adherent blood clot. Sectioning reveals purpl &-rad parenchyma with no masses. Lesions, or infarcts. Representative sections are submitted 88 follows: a-b ¿ umbilical cord and membranes; c ¿ central placenta; 0 ¿ peripheral placenta. Lot number reported (a33586) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6) year-old female patient who had essure (batch no. A33586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dehydration, acute diarrhea, muscle cramps, hydronephrosis, bladder infection, vomiting, acute gastroenteritis, pregnancy and parity 4. Concurrent conditions included back pain, neck pain, general body pain, congestion nasal, cough, abdominal pain, rectal bleeding, nausea, knee pain and depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 21 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: * discrepancy noted in insertion date- (B)(6) 2013. Insertion details- a normal appearing uterus with a thin endometrium. Bilateral placement of the essure devices in the fallopian tubes with 4 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: findings: reproductive organs: essure fallopian tube devices bilaterally. Otherwise unremarkable impression: mild biliary ductal prominence. Question of slight gallbladder wall thickening, although this may be due to incomplete distention. Consider right upper quadrant ultrasound depending on the clinical scenario as well as correlation with liver function tests. No other acute process identified. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2013: specimens: placenta. Diagnosis: placenta ((B)(6)): third trimester placenta with vascular umbilical cord. Focal early acute chorionitis. Gross description: received in prefer labeled with the patient name and number is a singleton placenta with attached cord and membranes. The tri-vascular cord is approximately 51 cm long. Hyper coiled, and inserts 2 cm from the periphery of the disc. The membranes insert marginally. No meconium is identified. The trimmed placental disc is 630 g, 23.0 x 17.0 x 2.5 cm. The fatal surface is purptagray, glistening with prominent vasculature. The maternal side is complete with no adherent blood clot. Sectioning reveals purpl &-rad parenchyma with no masses. Lesions, or infarcts. Representative sections are submitted 88 follows: a-b ¿ umbilical cord and membranes; c ¿ central placenta; 0 ¿ peripheral placenta. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. Case category upgraded from non serious incident to serious incident. Date of essure removal was added. Removal was done for event pelvic pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.